Manufacturer narrative:
(B)(4). It was reported that, on start up a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported condition. The se replaced the universal serial bus (usb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
It was reported that, a 980 ventilator would not cycle. Although requested, information regarding the area of use of the ventilator has not been provided.